Event description:
A malfunction alarm occurred on the customer's pump during pumping. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the defective pump, as it was still under warranty, and instructed the customer on returning the problematic pump. The customer, who acknowledged understanding the instructions, was set to use multiple daily injections as a backup therapy to ensure continued insulin delivery.